Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. The revision operative notes state that severe metallosis synovitis with fragmented tibial poly was seen with extensive metallosis found in synovium. There were multiple fragments of poly noted free within the knee and fragmented and worn poly was seen. Femoral and tibial component free of signs of loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left tka knee procedure with unknown product. Approximately 10 years post implantation, the patient was revised due to poly wear and fracture, with synovitis due to metallosis. The bearing and locking bar were exchanged.